Event description:
It was reported that the procedure was to treat a lesion in the obtuse marginal vessel with moderate tortuosity and calcification. The 2.5 x 18 mm xience v stent delivery system (sds) was advanced for direct-stenting, but could not cross the lesion. The sds continued to be pushed, but the proximal shaft kinked. Force was used, but the proximal shaft separated into two pieces. Dilatation was performed and a new 2.5 x 18 mm xience v sds crossed successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - no pre-dilatation, against resistance, excessive force. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v / xience nano everolimus eluting coronary stent system instructions for use (IFU) instructs the physician to: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. It should also be noted that the IFU states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.